Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed off no power. It was stated that the insulin pump is running out of battery faster than normal. The customer did receive a low battery alert less than 24 hours prior to the off no power alarm. Blood glucose value was 170 mg/dl. It was stated that the battery was changed but the screen did not turn on immediately. During troubleshooting, the mother stated that the battery cap was corroded. She was advised that a battery cap replacement would be sent and to monitor the device. The customer's mother called back on (B)(6) 2014 to report that the customer was still receiving weak battery and failed battery test alarms. Customer's blood glucose value was 174 mg/dl. The mother confirmed that the alarms were cleared and they were using the recommended battery type, but the contacts on the battery cap were corroded. She was advised to have the customer revert to a back-up plan until they receive the new battery cap.